Manufacturer narrative:
A getinge field service engineer (fse) was evaluated the unit. The fse reported that the yoke extender (0103-00-0538) was bent. It was noted that the physical damage was due to customer abuse. The component was replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported by fse that in cs300 intra aortic balloon pump(iabp) helium tank yoke extender found bent during preventive maintenance. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d5, d8.

Event description:
N/a.